Event description:
Diasorin molecular llc received a compalint alleging false positive results on one patient sample with the simplexa covid-19 direct assay, but were confirmed negative by a competitor assay, genexpert. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one patient sample with the simplexa covid-19 direct assay, but were confirmed negative by a competitor assay, genexpert. The customer only provided a picture of the run results that did not contain dates or lot numbers. Based on the information provided, the simplexa assay results are as follows: sample ID (B)(6): s gene (34.3) orf1ab (34.4). Based on the cts being higher than the typical detectable range of 22-32, it is possible this sample was near the limit of detection of the simplexa assay. In addition, it is known the genexpert has different targets (e gene, n2) and performs extraction on the samples compared to the simplexa assay. Further investigation by the subsidiary with the customer confirmed amplicon contamination at the customer site. They performed a decontamination procedure on (B)(6) 2022 and tests were clean. No further false positives occurred. It is most likely the amplicon contamination that contributed to the false positive results. The customer's sample and device were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12507n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 10/22/2021 with 14 ntc replicates with zero occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# x12491n for suspected false positive.